Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to a subarachnoid hemorrhage.

Event description:
After the patient's stroke in (B)(6) 2022 rehabilitation was progressing but the patient ultimately had another brain hemorrhage before their death.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Patient initials and date of birth should have been redacted from the initial report. Section b5: (B)(6) 2022 stroke is reported under MFR # 2916596-2022-14411. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation to the reported hemorrhagic stroke could not conclusively be determined. (B)(6) was returned assembled with the pump cable cut approximately 2.5¿ from the pump header. The distal end of the pump cable was also returned. Approximately 0.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that the patient developed cerebral hemorrhage on (B)(6) 2022 and craniotomy was performed to arrest the hemorrhage. However, the patient was almost brain dead due to severe brain-stem damage. The patient passed away and the main cause of death was determined to be death of central nervous system. The device operated as expected at the time of death and there was no surgical intervention related to device malfunction. The timing of the death was expected and autopsy was not performed.

Manufacturer narrative:
The patient's stroke was reported under MFR # 2916596-2022-14411. No further information was provided. The manufacturer is closing the file on the event.